Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the voyager nc was being used for post-dilatation of a stent in the right coronary artery. A hole was noted immediately when the balloon was inflated to 6 atmospheres. Resistance was noted during advancement in the non-tortuous and mildly calcified vessel. It was further reported that the balloon was not soaked prior to use per the instructions for use. A non-abbott balloon catheter therefore replaced the voyager balloon catheter to continue with the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balloon catheter noted blood and contrast visible in the loosely folded balloon, consistent with preparation and a rupture while in the patient anatomy. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was mildly calcified, which may have contributed to the resistance. An indeflator, filled with water, was used to pressurize the balloon below the rated burst pressure (rbp) and fluid was observed leaking at a pinhole in the balloon over the distal marker, confirming the reported rupture. There were no scratches visible. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. The scanning electron microscopy (sem) analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. The longitudinal leak was located in a fold crease. In this case, it was reported that no leaks were noted during preparation for use, which may indicate that the rupture was not present prior to the procedure. It was reported the nc trek was used to post dilate a stent, which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with the implanted stent such that the balloon ruptured upon the inflation attempt at 6 atmospheres, which is below the rbp. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. It was reported the voyager nc balloon was not soaked prior to use. It should be noted the voyager nc instructions for use states to submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. It does not appear that the failure to soak the balloon prior to use contributed to the reported rupture. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a product quality deficiency.